Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded signal artifact monitor (sam) episodes due to what appeared to be minute ventilation (mv) oversensing. This was related to a known high impedance and noise issue with the non-boston scientific right atrial (ra) lead. It was noted that the patient was not pacemaker dependent. The device was reprogrammed to resolve the mv oversensing. No adverse patient effects were reported. The device remains in service. This device was included in the minute ventilation sensor signal oversensing advisory population.